Event description:
Medtronic ICD pacemaker/defibrillator with resynchronization therapy, (claria MRI quad crtd dtma-1qq), serial no. (B)(4), was implanted on (B)(6) 2021 with information that it should have a battery life of 7+ years. At a check-up on (B)(6) 2021, less than a month after implantation, I was told that the remaining battery life is 2.75 years. FDA safety report ID# (B)(4).